Event description:
It was reported that during a gynecological procedure, there was difficulty attaching the disposable to the motor drive unit. The surgeon had to lightly tap the footswitch to get the disposable lined up correctly. There were no pt consequences.

Manufacturer narrative:
Conclusion: the actual motor drive unit involved in this event was returned for evaluation. Upon visual and functional evaluation, it was found that the cpc connector was misaligned. The misaligned cpc connector would have caused the difficulties attaching the disposable. Also, during visual inspection, the switch guard was found to be broken.